Event description:
It was reported that a malfunction occurred with the pump. There was no reported impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.